Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the malfunction reported in section b5 the following findings were discovered; the lens adhesive and charged coupler device cover lens adhesive were both deteriorated, the bending section cover adhesive was separated and worn out, the connecting tube had wrinkles, the connecting tube frame was deformed, the control unit grip unit had wear and tear, the scope cover had wear and tear, there was detachment of the sealing joint of the scope body unit, the switch box unit was cracked, the key top one had a pin hole, and the angulations were out of specification. The customer reported that all french customer follow the national regulation and requirements for flexible endoscopes which also follow the IFU. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a black rubbery material clogging the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the investigation results, the root cause of the foreign material was not identified. It was confirmed that foreign matter was attached to/clogged the nozzle, but it was not possible to identify the foreign matter. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif-1100 operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.